Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, noise oversensing was observed on the right ventricular (rv) lead. The noise was unable to be reproduced with isometric testing and pocket manipulation. The patient was working with concrete drill during the episodes. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable.